Event description:
Patient reported left breast implant inferiorly shows marked infolding with subtle signs of intracapsular rupture inferiorly. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed rupture on the device. Additional observations: crease fold observed on the device. White calcification-like observed on the device. Red particles observed on the device. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.